Manufacturer narrative:
(B)(4). Final analysis found insulation abrasions exposing the outer coil at 10.5 cm ti 11.2 cm and at 13.1 cm to 13.6 cm from connector pin. The abrasions are consistent with constant friction with another implantable device. An insulation abrasion was found at 42.0 cm to 42.5 cm from the connector pin. The abrasions were consistent with exposure to friction with another implantable device or feature of the heart. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited a fracture, body fluids were noted in the lumen. The lead was explanted and replaced.